Event description:
The doctor of a female patient contacted lifecor customer support to report that the patient was treated. The doctor stated he was not at the hospital, but the patient was at the ER. A lifecor territory manager (tm) visited the patient and the patient stated she was eating and heard the alarm, but did not respond. The tm did not have any equipment with him at the time. The tm went back to the patient the next day and when he downloaded the monitor the patient was treated again. She stated that she was sitting there and did not respond to the alarms. The tm replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. These internal short caused noise in both the side-to-side and front-to-back channels. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt sheath was also tore through. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event result from the defective electrode belt cable. The patient received a replacement electrode belt see attached event analysis and the strips related to this automatic event.